Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator was alarming for high o2 concentrations while it was connected to a patient. The logs also contain alarms for high airway pressure. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module and air gas module were replaced and returned for investigation. The air and o2 gas module regulates the inspiratory air and oxygen gas flow to the patient. The reported alarm for high o2-concentration was reproduced during simulated use test of the returned o2 gas module and air gas module in a ventilator. The deviation was caused by a leaking nozzle unit in the air gas module. The o2-gas module was found faultless. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle unit failed prematurely. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).